Manufacturer narrative:
(B)(6). Investigation: DHR review previously conduct for (B)(4); results of this review disclosed: this lot (7075699) was built on afa line 8 on 19 march 2017 through 26 march 2017 and packaged on line 11 for the quantity of (B)(4). Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (including but not limited to) for damaged component (grip, button, spring, hub), needle retraction by button activation and adhesive overfilled/drip as well as periodic cleaning/alignment of the glue grippers were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Sap (qn) database review: yes. Reason: this database tracks any issue during production that would affect product quality. Findings: subject code was an s2 severity ranking. Review was conducted for this MDR-level a investigation; as a result of the review there were no reject activity findings relevant to the defect stated in the pir associated with the lot number provided for this incident. Observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Peura analysis: the peura (end user risk analysis) rm5835 rev 12 version j was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Investigation samples(s) meet manufacturing specifications: unknown; units were not received for observation and testing. Conclusions: confirmation of the defect stated in the pr could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. This incident is indeterminate. Did the evaluation confirm the customer¿s experience with the bd product? N/a; unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Were we able to reproduce the customer's experience with the bd product? N/a; unable to reproduce the customer¿s experience because units were not returned for evaluation and testing. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate. Comment: units not provided for investigation of the incident stated in the pr. Corrections and CAPA: corrective action project / CAPA (#): a root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that the needle safety feature of a bd insyte¿ autoguard¿ shielded IV catheter did not work. There was no report of injury or medical intervention.